Manufacturer narrative:
A final MDR is being submitted. The following sections of this report have been corrected or updated: h6 component codes, health impact, clinical code, type of investigation. The 14fr esheath was returned to edwards for evaluation. Visual inspection revealed the following: the sheath shaft was slightly curved, hdpe strand was observed, liner tear at the distal tip extending to the distal strain relief, a second liner tear along the liner strand, and minor scratched near the distal tip. Functional testing ws not performed due to the condition of the returned device (sheath expanded, tip opened). Dimensional testing was performed on the liner thickness along the length of the liner tear and met specification. During the manufacturing process, inspections are conducted on 100% of units to detect defects related to the reported event. Per procedure, the sheath shaft is visually inspected for defects. Proximal expansion is performed on the sheath and the sheath was 100% visually inspected for seam separation per procedure. During sheath final inspection, the sheath is visually and dimensionally inspected for any defects. In addition, product verification (pv) testing is completed, the sheath is tested and inspected on a work order sampling basis and tested for force, seam separation, insertion force and visual defects. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed other complaints relating to the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The IFU for esheath, the IFU for commander delivery system, device preparation training manual the procedural training manual were reviewed for instructions and guidance. The procedural training manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such obstructive calcification, severe tortuosity, or vessel diameter less than the minimum recommended should be carefully assessed prior to the procedure. In addition, the procedural training manual provides guidance on best practice may be considered for a thv procedure at the physician's discretion. During system advancement force mitigation the following should be considered: crimp technique verification - utilize proper crimp technique by performing 3x crimp for 5 seconds every time, this ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force, vessel dilation prior to sheath insertion - an additional dilator is included with the system for vessel dilation as needed, utilization of a stiff wire for initial sheath insertion, then switched out with a standard wire - use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity (for example, supracore or lunderquist) this method may be utilized for straightening the vessel anatomy for access, but not for valve crossing, sheath seam orientation - insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, sheath insertion angle and short movements - system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification - perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push the delivery system closer to sheath hub and imaging confirmation - if system advancement force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. In addition, the training manual provides guidance on vascular complications. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through the evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the report, "an intravascular ultrasound (ivus) was performed to evaluate the ilio-femoral, which were diseased. After ruling out the right-side access, percutaneous transluminal angioplasty (pta) was performed on the left common iliac in order to accommodate a 14fr esheath. The valve met significant resistance upon insertion into the sheath. Extreme force was needed to advance the valve through the sheath. When the valve was finally in the aorta and ready for alignment, it was clear that the inflow aspect of the stent frame had been 'damaged'. The in-flow aspect of the frame was inverted in one segment. The patient was in extremis and the decision was made to deploy the valve, which was done uneventfully. No evidence of any valve damage was observed after the balloon was deflated. Upon removal of the esheath, damage to the sheath was reported, and a significant non-flow limiting dissection was also observed in the left common iliac." Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". The diseased tf access can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additionally, it was reported that the sheath was inserted in a somewhat steep angle. As such, the patient's access vessel condition and insertion angle likely contributed to the reported resistance. In such conditions, attempts to manipulate the device to overcome the resistance could result in the valve strut interacted with the sheath and damaged the sheath shaft including liner tear, liner strands, and hdpe damage. In this case, available information suggests that patient factors (access vessel conditions) and procedural factors (insertion angle, valve strut caught on sheath/liner, excessive manipulation) may have contributed to the complaint events. The sheath liner was torn, sheath liner strand and sheath shaft damaged was confirmed. However, no manufacturing non-conformances that would have contributed to the reported event were identified. No labeling/IFU deficiencies were identified at this time. Therefore, no corrective and preventative action nor pra is required at this time. These patient/procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A product risk assessment has previously initiated to capture the produce risk assessment and a CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure.

Manufacturer narrative:
Additional information: preliminary evaluation of the returned device revealed a multiple liner tears were present. A 0.25 inch liner strand was observed coming out of the second liner tear. A third liner tear was observed under the hdpe, in the area of the hdpe strand.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03131.

Event description:
Pre-decontamination evaluation of the returned esheath revealed a liner tear and an hdpe strand. As reported, resistance was encountered during the advancement of a sapien 3 ultra valve and commander delivery system through an esheath. Prior to an urgent, transfemoral tavr procedure, only a chest scan was performed. An intravascular ultrasound (ivus) was performed to evaluate the ilio-femorals, which were diseased. After ruling out the right-side access, percutaneous transluminal angioplasty (pta) was performed on the left common iliac in order to accommodate a 14fr esheath. The valve met significant resistance upon insertion into the sheath. Extreme force was needed to advance the valve through the sheath. When the valve was finally in the aorta and ready for alignment, it was clear that the inflow aspect of the stent frame had been 'damaged'. The in-flow aspect of the frame was inverted in one segment. The patient was in extremis and the decision was made to deploy the valve, which was done uneventfully. No evidence of any valve damage was observed after the balloon was deflated. Upon removal of the esheath, damage to the sheath was reported. A 'significant' non-flow limiting dissection was also observed in the left common iliac. No information regarding possible actions taken for the dissection was provided. At the time of the report, the patient was sent to ICU to recover. The patient was in stable condition and expected to be discharged on postoperative day (pod) 10. The valve 'looks perfect' and remains implanted in the patient. The exact cause of the dissection could not be determined. It was speculated that it was possibly caused by the valve/sheath resistance, or by the pta performed at the beginning of the procedure.